Event description:
It was reported that the ilet generated repeated alert 38 restart alarms consistent with consecutive motor stalls, occurring approximately three times per week, culminating in a high glucose event and an out-of-range blood glucose of approximately 400 mg/dl; the user transitioned to subcutaneous insulin via pen and the device was replaced without troubleshooting. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and need for backup insulin administration. Investigation included internal review of device performance history and complaint trend assessment. Investigation of this device revealed a suspected motor stall malfunction within the pump mechanism consistent with an insulin delivery interruption, with no contributory user factors identified. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device-related malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.